Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to door not fully latched messages, which were confirmed and reproduced. The evaluation found the device does recognize a loaded set. There were cracked insert bosses in the front case which allowed separation between the front case and mechanical assembly resulting in excessive force to close door. The front case assembly was replaced.

Event description:
During baxter's evaluation of a spectrum pump, it displayed the door not fully latched message. It was reported that the spectrum pump does not acknowledge tubing is loaded when the door is closed. It was also reported there was no patient involvement.